Manufacturer narrative:
No other information was received other than the information that was contained in the complaint description. All attempts to get further information have been unsuccessful. There was no provided course of events or logs from the ventilator. The ventilator was left in standby mode after connection to the patient and ventilation was not started. This was the cause of the event and it is attributed to user error. There was no ventilator malfunction at the time of the event. The ventilator while in the standby mode has the text ¿standby, patient not ventilated¿ displayed and flashing on the screen which is clearly visible and no waveforms or measured values are presented. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Event description:
This information was received from a nurse working at the hospital stating that an incident happened at the hospital where a nurse forgot to start the ventilator that was connected to the patient. The ventilator was in the standby mode. According to this information the patient had a cardiac arrest but recovered and was discharged from the hospital. Manufacturer reference#: (B)(4).